Event description:
It was further reported that the right heart failure did not occur before the pump replacement. It was thought to be hemodynamic changes due to pump replacement. The patient received continuous intravenous administration of catecholamines, intubation, and mechanical ventilation management, during hospitalization until heart transplantation.

Manufacturer narrative:
Section d4: model and catalog number corrected manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6), with no additional complaints reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was admitted on (B)(6) 2024. They had a respiratory failure and was intubated for 9 days. On (B)(6) 2025, the patient was found to have a bacterial lung infection and was treated with drug therapy only. On (B)(6) 2025, the patient had a respiratory failure and was intubated for 9 days. The cause was determined to be due to complexity of medical management. Association of the event with the device was considered to be unlikely but it could not be ruled out. Subsequently, due to right heart failure, the patient was unable to be weaned off catecholamines and remained hospitalized awaiting transplantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced ascites and peripheral edema following surgery to replace the pump due to a broken wire. Right heart failure persisted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.